Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the customer received a pump error alarm every four hours. Their blood glucose was unknown. The customer was advised that insulin pump would need to be replaced. The pump was returned for analysis.